Event description:
Additional information received reported that several impedances readings were greater than 20,000 ohms after surgery. On (B)(6) 2015, the impedance of the following electrode pairs were measured to be high: c-8, 8-9, 8-10, 8-11, 9-10, 9-11, and 10-11. On (B)(6) 2015, the impedances of the following electrode pairs were measured to be high: 0-2, 8-9, 8-11, and 9-11. The impedance issue had resolved and the impedances had dropped to a more normal range when checked on (B)(6) 2015. The cause of the event was not determined and x-rays were done on (B)(6) 2015 to check for lead fractures. X-rays showed no evidence of discontinuities. Reprogramming was done. There were no lasting effects from the high impedances and the implantable neurostimulator (ins) was able to be programmed to control symptoms. The patient recovered without permanent impairment, their symptoms were well controlled and they were able to decrease their medication.

Event description:
It was reported that high impedances were measured and the patient had intermittent left arm tingling. The patient did have a left breast implant and had been complaining of left arm tingling before deep brain stimulation implant. On the day of this report, the following impedances were measured at 3v: c-8 ¿ 9445 ohms, 8-9 ¿ 19971 ohms, 8-10 ¿ 19971 ohms, 8-11¿ 6486 ohms, 9-10 ¿ 5189 ohms, 9-11 ¿ 5301 ohms, and 10-11 ¿ 4944 ohms. The patient¿s implantable neurostimulator (ins) was programmed at 8+, 11- and the electrode configuration had been working well for the patient. The patient did not have any tremor or dyskinesia. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0p7r4, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0ng8z, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).